Event description:
The customer reported that the donor had a mild vasovagal reaction during a collection procedure. Medication (etilefrin) was given to the donor. Patient age is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to medical intervention via etilefrin.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed for this event. Signals in the run data file do not indicate a conclusive cause for the reported donor reaction. No unusual process variable was identified and the trima accel system operated as intended. The total volumes collected were within the safety limit of 15% of the donor's total blood volume. Based on the rdf analysis, the trima accel system functioned as intended. Vasovagal reaction is a known possible side effect for apheresis procedures. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the donor reaction remains undetermined at this time. Possible root causes were provided in the initial report for this event.